Event description:
A customer reported a complaint of imprecise sequential readings on their freestyle flash blood glucose meter. The customer obtained readings of 501 mg/dl, 157 mg/dl, 496 mg/dl, 107 mg/dl, and 127 mg/dl within a ten minutes timeframe. All readings were taken from the finger. When plotted on a parkes error grid, the results fall in the 'c' zone, which shows the difference to be clinically significant. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
The product has been received for investigation. Based on the meter readings comparison and the parkes error grid results, the results fall out of range specification and therefore a report is being filed. A f/u report will be submitted once the investigation is completed.